Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The customer found that the rinse nozzles were leaking. The field service engineer found a clogged solenoid valve. He replaced the valve and cleaned the tubing. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas c 503 analytical unit. The following examples were provided. Patient 1 initial total protein result was 66 g/l, and the repeat result was 85 g/l. Patient 2 initial calcium result was 86.5 mg/l (2.163 mmol/l), and the repeat result was 62.1 mg/l (1.553 mmol/l). Patient 3 initial phosphorus result was 27.4 mg/l, and the repeat result was 16.8 mg/l. The questionable results for these samples were not reported outside of the laboratory. Patient 4 initial creatinine result was 1300 mg/l, and the repeat result was 160 mg/l. Patient 5 initial crp result was 110 mg/l, and the repeat result was 145 mg/l. The initial urea result was 0.20 g/l, and the repeat result was 0.44 g/l. The questionable results for these samples were reported outside of the laboratory.